Event description:
It was reported that the pump was explanted due to infection. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012.